Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: did the event occur during sterile processing? Unknown, did the event occur during field inspection? Unknown, did the event occur during internal service activities such as calibration? Unknown, patient status/ outcome / consequences? No, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? Unknown. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) ¿ are there any photos of the foreign matter available? ¿ is it possible that the foreign material fell into packaging upon opening of device? ¿ was the product seal on the foil still intact when the package was opened? ¿ will the device be returned for evaluation? If yes please return all relevant packaging material. ¿ was the procedure completed without any adverse effect to the patient? ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). H3 evaluation: according to the information received, the device had foreign matter inside sterile barrier. The product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the device was returned sterile with no apparent damage. Upon visual inspection of the package, a hair was noted inside of the package. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported prior to surgery on (B)(6) 2024 and topical skin adhesive was prepared for use. Sterile item that they found a hair located inside the unopen package. Additional information has been requested.